Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer rebooted the system and the system worked as intended. The system was tested and put back into service.

Event description:
The customer reported the system displayed a charger failure error message during boot up, which prevent the system from completing boot up. No pt injury was reported.